Event description:
Nurse was attempting to discontinue umbilical artery catheter and while pulling gently on the line, the catheter separated below the suture close to umbilical site. This resulted in a blood loss of approximately 13 ml of blood, and required a transfusion of 5 ml of packed red blood cells.====================== health professional's impression======================separation of the catheter resulted in blood loss.